Event description:
The end user reported that she was cleaning out her closet and found some market units of older lot numbers of products. She recalled the previous field safety notice that she received regarding the starter hole being off-centered. She looked at the product briefly and noted some were off-centered. She did not know the exact quantity. She was fearful of using them because she stated that "after all while it was hard to tell which ones were off-centered and which weren't really because with some it was very subtle. She also confirmed it was the opening that was off-centered. She knew that at least one wafer was affected from this box but did not look at the others. She was unable to state the exact quantity of wafers affected. The product was not used. Photographs of the issue were provided by the complainant.

Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she was cleaning out her closet and found some market units of older lot numbers of products. She recalled the previous field safety notice that she received regarding the starter hole being off-centered. She looked at the product briefly and noted some were off-centered. She did not know the exact quantity. She was fearful of using them because she stated that "after all while it was hard to tell which ones were off-centered and which weren't really because with some it was very subtle. She also confirmed it was the opening that was off-centered. She knew that at least one wafer was affected from this box but did not look at the others. She was unable to state the exact quantity of wafers affected. The product was not used. Photographs of the issue were provided by the complainant.

Manufacturer narrative:
Contact office address: (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Batch record review: lot 9d04403 was manufactured on 4/30/2019 in the line convex 2 pc (ost), with a total of (B)(4) ea. Complaint investigator ID 6055 performed a batch record review on 01/14/2022, to verify if all the applicable procedures were followed and no issues were found, all the components for assembly were correct per bom and all the tooling information documented was also correct, sap material 1156501 and manufacturing order 1462934. The batch record review supports that there were no discrepancies related to the issue reported. A search of complaints was performed in database for lot number 9d04403. As a result, a total of 39 complaints were found reported, and 28 of them are related to the same malfunction code of this investigation.". Returned sample evaluation: no photographs associated with this case were received and no unused return sample was expected. Conclusion summary of the related event: material, method/process, manpower and measurement sections were reviewed, and it was considered none of them interfered on the incidence of the root cause. Based on the investigation findings through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this failure mode was identified as machine. As observed during this investigation the contributing factors to this failure mode were the following: condition of the yamaha arm. Condition of vision system cameras. Variance in the materials, cause variation in the placement. This was causing the overall variation 0.6. This accumulation of variation causes the complaint. To maintain acceptable levels of variation the maintenance for the arm will be improved. Based on the rate of complaints and the variation identify, codes with a rate higher than 10 complaints per million will be block and manufactured on the improve convex 2 pc in building 8a. Actions were taken on corrective action / preventive actions (CAPA) plan. The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.